Event description:
Patient arrived with neutron in place on central line. After I did her lab draw, I wasn't able to clear the cap of blood. The blood was pooled in the cap. Patient required a cap change. After blood draw through stopcock the neutron cap would not clear blood. Contacted ICU medical. This is a recurring issue. There was no detectable harm.